Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 1627487-2019-08977. It was reported that the patient had their ipg explanted and replaced. Follow up identified that the patient was charging more than once in a 24 hour period. Therapy was achieved post-operatively. It is unknown which ipg was explanted, therefore both are being reported.